Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, and basic occlusion test. The unit was received with stuck motor error alarm loop during bolus delivery. The motor may have had an intermittent failure not detected during our testing. The motor was tested outside the device and passed the test. Further testing could not be performed due to motor error alarm. The device also was received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and broken battery tube threads.

Event description:
Customer reported that she was trying to change her infusion set and received a motor error. Customer stated that the insulin pump has shown that her reservoir is half full since the motor error has occurred. Customer stated that she has taken an insulin injection to treat for her high blood glucose. Customer also reported that there is a crack in the area around where the battery cap screws in. Customer does not use the sensor feature and was able to rewind the insulin pump. Customer stated that her blood glucose has been running high for the last 2 to 3 weeks and that stress has also been a factor. It was unable to troubleshoot due to motor error alarm recurring. Blood glucose was 278 mg/dl. Nothing further reported.